Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of a ventricular tachycardia ablation procedure, the patient's implantable cardioverter defibrillator (ICD) stopped working  and the other manufacturer's representative was unable to communicate with the ICD. The procedure was completed. It was noted that the " pre-existing transvenous biventricular ICD had a coronary sinus (cs) lead that was known to be displaced. It was planned to replace the cs lead and generator at a later date, however, the replacement had to be done urgently after the case. No patient complications have been reported as a result of this event. It was further reported that during the case when ablating in the cs branch the ICD device was burnt.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Clinical data review was performed leveraging the completion of design assessment. Case logs and videos were reviewed. There was no timestamp given for when this event occurred. The last lesion/end of treatment appears to be at 14:44, and this lesion looks nominal. There is nothing in the logs to suggest this was a software error. There were over 350 lesions in this case, and the device was noted to be needing replacement/repair. Clinical data review was performed leveraging the completion of design assessment. An image file was returned and analyzed. Image review of fluoroscopy image. Image confirms sphere 9 catheter was in proximity to tip of displaced coronary sinus lead. In conclusion, the reported "ICD stopped working/burnt" was plausible through data analysis. The afr-00001 sphere 9 catheter was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.